Event description:
After reviewing the literature review for trufit implants completed in (B)(6) 2012, it was determined that these complications are to be reported as complaints. Procedure was an off label use of the product. CT scans performed at 24 months post-procedure showed fibrous scar density without bone ingrowth. (IFU (B)(4) states "although the implant will resorb in 6-9 months, healing can take 12-18 months to be complete.") Author states, "the polymer, which resorbs over a 9 month period, is believed to allow a gradual replacement of the scaffold by the adjacent bone. This time frame for synthetic implant degradation and disappearance is supported by the CT scan data of this study. However, there is no evidence to support osteoconductive bone ingrowth or remodeling."

Manufacturer narrative:
There is no product being returned for evaluation. (B)(4).